Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had an error in a motor. The customer's blood glucose was 130 mg/dl. The customer was assisted with the troubleshooting. The customer able to clear the alarm and able to rewind the pump but the insulin pump failed the displacement test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm were noted during testing.